Manufacturer narrative:
The lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. Significant reduction of irido-corneal angles, secondary surgery, enlargement of pi or addition of new pi, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -17.00/+1.0/084 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. Enlargement of pi or addition of new pi was performed. The lens was exchanged for a shorter lens and the problem was resolved.